Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert while using an infusion set and was unable to identify the cause; the alert resolved after the user changed all supplies, and blood glucose levels were reportedly unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living or need for medical intervention. Investigation included user troubleshooting and education. Investigation of this case revealed that the occlusion condition resolved following the supply change, with no recurrence reported. It was concluded that the event was consistent with a transient infusion set occlusion that resolved with replacement, with no patient harm.